Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. On (B)(6) 2012 the device failed an auto self test due to low battery. This was followed by four successful manual power ups on (B)(6) 2012. The problem with the device could not be found. The device successfully upgraded using heartsine samaritan pad universal upgrader. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device did not upgrade. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended.